Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition.  The cause of the f-38 alarm was determined to be damage to the force sensing resistors.  To correct the condition, the force sensing resistors were replaced.  The device was serviced and restored to a good working condition.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented the f-38 alarm. There was no patient involvement reported. No additional information is available.